Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed communication error message resulting in a lockup situation. This was resolved by rebooting the system. There is no report of death or serious injury.